Manufacturer narrative:
As no failure is alleged for the robot, and there is no information provided that the revision was done due to failure of the product so the product is considered to be a concomitant for the addressed complaint. Revision was done due to failure of the product so the product is considered to be a concomitant for the addressed complaint

Event description:
This pi is for the robot. It was reported that patient's left knee was revised. A liner exchange with irrigation and debridement was performed due to loose bodies in the knee joint. Nature, composition, and origin of the loose bodies is unknown. Rep confirmed that the cement used in the primary procedure was competitor cement, it is unknown which implant(s) might have been cemented. Liner was revised to a new liner of the same catalog number. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot. It was reported that patient's left knee was revised. A liner exchange with irrigation and debridement was performed due to loose bodies in the knee joint. Nature, composition, and origin of the loose bodies is unknown. Rep confirmed that the cement used in the primary procedure was competitor cement, it is unknown which implant(s) might have been cemented. Liner was revised to a new liner of the same catalog number. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.